Event description:
Patient with poly-trauma from mva was treated with proximal femoral recon ex nail. Surgeon implanted nail, then locked in 2 distal screws, but 2 proximal screws missed the hole in the nail and would not lock in through the nail. Surgeon removed 1 distal, 2 proximal screws, left the nail and 1 distal screw implanted. Surgeon determined that fixation was not adequate and supplemented construct with a large fragment plate and six screws (either 4.5mm cortical screws or 5.0mm locking screws) at the level of the initial fracture. It was reported that two days postop, patient returned to operating room on (B)(6) 2012 for removal of all hardware. It was reported that the fracture was not completely reduced, and caused the plate and screw construct not to be flush with the bone. Surgeon removed large fragment plate, screws, nail and 1 distal screw. Revision needed because the nail would not reduce properly without the screws. Patient revised to stryker product and cables. This is the 8th of 12 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or catalog number or lot number provided.